Event description:
Senseonics was made aware of an incident where the user reported inaccurate sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a clould platform for eversense systems. Based on the review of the glucose data on dms, the observed differences were due to lag, that often occurs between changes in blood glucose (bg) values and the corresponding change in sensor readings, typical of continuous glucose monitoring (cgm) systems. Dms analysis did not suggest any evidence of system malfunction. After the user was given explanation about the lag, no further issues were reported. This incident does not require any further investigation.